Manufacturer narrative:
(B)(4). Recall: this ipg serial number was included in field advisories. 1627487-05242011-002-r; 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging the scs system due to experiencing difficulty reaching the ipg. Reportedly, the ipg will no longer communicate with external devices. As a result, the patient has opted for a non-rechargeable system. Therefore, surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model thus resolving the issue.